Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported a clinical diagnosis of bradycardia. It was indicated the patient had a sudden and distinct bradycardia to the point of asystole. This was noted almost immediately after stimulation increase to 1.5 v. Stimulation was turned off and bradycardia resolved. The patient was experiencing significant anxiety as well as nausea. The lead procedure was aborted. It was indicated diagnostic methods included surgical observation of the bradycardia on a monitoring device. Etiology was reported as related to the device or therapy, not related to the implant procedure, and not due to programming. The event was resolved without sequelae (B)(6) 2014. It was noted this was usade.